Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a (B)(6) old male pt had a carotid endarterectomy angioplasty with cormatrix ecm for carotid repair on (B)(6) 2013. The doctor reported that the ecm patch was soaked for 12 - 15 mins and secured using continuous, non-absorbable sutures, and bites were taken from full patch thickness. The doctor indicated that the patch was attached to viable tissue and there were no signs of infection or weakness in the surrounding tissue. It was reported that approx 20 days later, the pt was reaching to decorate high branches on a christmas tree, went to bed, and woke the next morning with a large swollen mass at the incision site on (B)(6) 2013. The pt was rushed to the emergency room and required secondary surgery on (B)(6) 2013. The attending surgeon reported the presence of a large hematoma at the site of the rupture. The continuous suture line was present on one site of the original incision but there did not appear to be any remnant of the ecm patch or the other suture line. The attending surgeon indicated that he could have missed seeing it because of the hematoma. The remaining suture line and hematoma were removed and the endarterectomy site was repaired with a basilica vein patch. The pt is reported as doing fine following secondary surgery.